Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient noticed the device vibrating on saturday and sunday. He called the md office on monday morning. The device clinic nurse reviewed merlin and noticed the device was in vvi backup. The patient was brought in to the clinic. We contacted tech services and the device was appropriately restored and reprogrammed to settings.